Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the keypad symbols were worn and the keypad was torn. The up arrow, down arrow, and ok buttons had an intermittent response. The contrast button responded properly. The up button contact was observed to be misaligned when the keypad was removed. Contamination was also found under all of the button contacts. Unrelated to the original complaint, the pump booted to the verify screen with a dim discolored contrast. Also unrelated, there was a crack along the battery compartment threads.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that they were having a hard time getting the ok button to work and the button cover had a hole in it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.